Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was not able to be reproduced. During the edc service of the abbott owned power module (B)(6) a yellow wrench symbol and audio alarm activated when a load box was connected. The main pcba (printed circuit board) was replaced and the power module passed all test steps. The pcba was forwarded to ppe group for further evaluation. Visual inspection of the returned pcba (sn: (B)(6)) was unremarkable. The board was placed into a test power module and a test system controller was connected via a test power module patient cable. The test system controller was connected to a test pump/mock loop and the system operated with no active alarms. The vbus and rsoc (relative state of charge) lines were measured and both lines were ~14.5v as expected. The pump speed was adjusted multiple times via a test system monitor and there were no active alarms on the power module or the system controller. The test system controller and the test power module patient cable were disconnected and a load fixture was connected to the power module. The only active symbols on the power module were the green power on symbol and the green battery symbol. The reported yellow wrench symbol and the audio alarm were not able to be reproduced. The investigation was unable to determine what caused the yellow wrench alarm during the edc service process. The device history records were reviewed and the records revealed that the power module was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate 3 patient handbook (rev. G) and instruction for use (IFU) (rev. G) explain all alarms and the proper actions to take if the alarms cannot be resolved. The documents referenced above also caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 IFU in section 7 alarms and troubleshooting (handling power module alarms) covers all power module alarms, including the yellow wrench indicator. Section 8 equipment storage and care (cleaning and maintenance) covers the inspection and cleaning of the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module battery was expired. Additionally, two rubber feet were damaged, four rubber vent bands were weathered, and the insulator shield would be replaced. Additionally, when a load box was connected to the power module, a yellow wrench alarm occurred. Replacing the main board resolved the issue.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.